Event description:
It was reported that during a laparoscopic gastric bypass procedure, the xcel trocar was leaking gas from the beginning of the procedure. A 5 mm instrument was used through the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.